Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing that could not be conducted properly due to leakage at the scope connector cover (s-cover). A further cause of the leakage could not be presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found white foreign material on the suction cylinder and the air/water tube. In addition, the evaluation found the following; due to deformation of the scope cover, water tightness was lost, the suction cylinder had no color, due to a chip on the plastic distal end cover, the insulation resistance value, at the distal end, did not meet the standard value, due to a scratch on the objective lens, the image had dark area partially, due to wear of the angle wire and the bending angle in the up direction did not meet the standard value.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a perforation at the distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; white foreign material on the suction cylinder and in air air/water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.